Event description:
Customer reported the dxc 600i clinical chemistry system generated five (5) low sodium (na) patient results. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 600i clinical chemistry system. The fse inspected the instrument and found dirty flowcell and faulty sodium (na) electrodes. The fse determined the primary failure mode was due to faulty na (sodium) electrodes. The fse decontaminated the ise (ion selective electrode) flowcell assembly and replaced the na electrodes to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).